Event description:
A company representative reported that a 38-year-old male patient received delivery of a dental appliance on (B)(6) 2026. On (B)(6) 2026, the patient reported that they experienced the following event on (B)(6) 2026: the top tray fits well with good retention. However, both lower trays (standard and tight fit) are equally loose and disengaged during sleep and both lower trays have cracked at the center. The patient feels that he is clenching because the device moves around after coming loose. No patient symptoms or injuries were reported and the patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required, and it is unknown whether the appliance was replaced. The patient followed cleaning instructions. The company representative's office is located in (B)(6).

Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).